Manufacturer narrative:
Concomitant medical products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for post lumbar laminectomy syndrome and spinal pain. It was reported that the patient was going to have the leads moved up because the therapy was not covering the proper area three years prior to the report. But the revision was not performed because they operated on the stimulator and the patient had trouble healing. There were no further complications reported or anticipated.

Manufacturer narrative:
Section d references the main component of the system and other applicable components are: product ID 39565-30 lot# serial# (B)(4) implanted: 2009 (B)(6) explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that there was no problem healing ¿ pain started after a fall 3 years ago and broke left hip ¿ lack of direction and many falls have started this problem 6 months ago. The patient reported that there was no therapy and a lidocaine cream was ordered and hadn¿t been much help. The patient reported that the device wasn¿t covering the pain area ¿ reprogrammed leads not in proper area. The patient reported that a possible operation to rearrange the leads on spine as steps that could be taken to resolve the therapy not covering the proper area. The patient reported that no therapy was ever given after the pain started and the issue wasn¿t resolved. No further complications were reported.